Event description:
Customer reported having a bent cannula. Customer reported that her most recent blood glucose level was 503 mg/dl and that she had experienced blood glucose levels over 500 mg/dl twice that day. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.